Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the old version power switch harness could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source on and off button was stuck in the pushed in position. The issue was found during preparation for use. There was no patient involvement or harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of stuck on and off button was confirmed, which was due to an old version of the power switch harness. Additionally, device evaluation found the socket slider switch caused intermittent failure of the high intensity mode, debris were observed inside the air tubing, and non-olympus lamp life meter reading 771+hours, light output intensity was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.